Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee claim record received. Claim record alleges injuries, pain, anguish, disfigurement and physical impairment. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records were reviewed: on (B)(6) 2016, the patient had bilateral total knee arthroplasty to address bilateral knee degenerative joint disease. Depuy components were used during this procedure, including depuy patella and depuy bone cement. (Sticker page 7 of 15). On (B)(6) 2018, the patient had a left revision of tka to address failed left tka due to tibial component loosening. Indications for surgery included pain, and radiographic evidence showed progressive loosening. The femoral component and insert were removed with no allegation of deficiency doi: (B)(6) 2016. Dor: (B)(6) 2018 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1 (date of birth), a2, b5, b7, d4 (expiration date). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3, d6b, e1, g2 and h6 (device code).